Event description:
This customer contacted philips for info regarding pacing a pt with the (B)(4).

Manufacturer narrative:
(B)(4): this customer contacted philips for info regarding pacing a pt with the (B)(4). The customer then reported that they needed no further assistance from philips. The involved pt died but the customer states it was unrelated to philips equipment. The customer declined to give any other info related to the issue, but reiterated that the death was unrelated to philips equipment.